Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully deployed and there were no missing parts. The suture was completely free of the device and undamaged. The posterior needle tip was attached and engaged with the posterior cuff and attached with the link and anterior cuff. Inspection of the anterior cuff found two of the three tabs missing and one of the tabs prolapsed. The missing cuff tabs were not returned. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Additional anterior cuff material was missing due to the damage sustained from the needle to cuff detachment. The anterior needle tip presented damage which was consistent with the anterior needle to cuff detachment. The plunger was reinserted and all needle parameters were acceptable with no detected resistance during removal. The needle to cuff detachment may appear as a cuff miss in the field so the reported event is confirmed. Based on the investigation findings, a possible cause for the needle to cuff detachment may have been due to interaction with tissue, fast abrupt plunger withdrawal from the handle or a failure to maintain a stable position of the device with respect to the tissue tract during deployment. Review of the device history record for this lot did not produce any findings relevant to this report. A cause could not be determined for the detected failure mode; however, there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that a physician using the proglide device attempted arteriotomy closure of the common femoral artery after an percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequelae. Though requested, no additional information was provided.